Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent an unknown surgery. Post-op, it was reported via a patient call that the device was collapsing. Allegedly, the patient was suffered with pain in her legs and hips and she couldn't feel her feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent a revision surgery on an unknown date in which the device was explanted.